Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited undersensing. The device sensitivity was changed. The patient was doing fine. No additional information was reported.